Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reported his controller would not power on, so he went to insulin injections and resulted in having a hypoglycemic event. The patient's blood glucose levels reached an unknown level. According to the patient, they have experienced a seizure due to the hypoglycemic event. The patient was treated with IV (intravenous) fluids and a "banana bag". The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 1.0.91 cloud - smartphone operating system data not available cloud - smartphone hardware n5004l cloud - cgm sensor type g7.